Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to fluid loss from a potential hole as no fluid remained in the device. A new inflatable penile prosthesis consisting of 18cm x 12mm cylinders, pump, and reservoir were implanted.